Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). On 10/16/2015: log files sent showing slightly elevated powers (5.6 l - 2600 - 4.4 w); at 7:30 flows >10, power 5.5. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that this patient arrived at a clinic visit with pump power and flows elevated from baseline along with increased lactate dehydrogenase (ldh) levels. There were no reported alarms. Log files sent by the site showed "above normal power consumption." The patient was admitted and treated with intravenous heparin. Follow up log files revealed an increasing trend in pump powers. The plan was to continue to treat the patient through medical management; however, over the next several days the patient became confused and experienced seizures. CT head scan, CT angiogram and 24 hour electroencephalogram (eeg) were performed. CT angiogram results revealed a thin rind of eccentric thrombus in the outflow tract centrally patent at the location of the gortex sleeve around the outflow graft. The patient continued to remain stable during this time. On (B)(6) 2015 the patient's ldh, and kidney and liver lab values began trending upwards. The next day the patient was taken for pump exchange. The site decided against the use of integrilin/t-pa due to previous poor outcomes with this method of treatment. The patient was last reported to have been extubated and doing well post-exchange. Of note, the patient is reported to be complaint with his medications with controlled inr. Investigation is ongoing.